Event description:
The reporter indicated the patient has experienced an increase in seizures. The patient states "she can tell her vns needs a battery change as she is starting to have seizures often and regular." The patient's neurologist has relocated to another area. Therefore, the patient contacted case management for guidance on finding a neurologist treating vns patients. Good faith attempts for additional information are in progress and awaiting results.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.